Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported that the insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the reservoir compartment was cracked and a piece came off. The customer reported that they could not lock the reservoir in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.